Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During the receiving process at stryker (B)(4), it was noticed that there is an unidentified object under the sealing foil of the product. It looks like an eyelash, fluff or tiny particle of hair. The product was received with (B)(4).

Manufacturer narrative:
The returned device matched the report and the complaint failure mode was confirmed. Referring to product inquiry the trochanteric nail kit, ti gamma3® ø11x180mm x 125° is stated to be the primary product. No further associated products were reported. A review of the DHR revealed no discrepancies. Sealing seams and original packaging are still intact. Thus, the pollution must have occurred during the packaging process at stryker (B)(4), which was not detected during inspection. Based on the above facts the root cause of the reported event is related to an inadequate packaging process. No discrepancies were detected during risk analysis review. The found foreign material [black fibre] has to be classified as a non-conformance. Ncr # 1187006 was initiated for further root cause investigation.

Event description:
During the receiving process at stryker (B)(4) it was noticed that there is an unidentified object under the sealing foil of the product. It looks like an eyelash, fluff or tiny particle of hair. The product was received with (B)(4).